Manufacturer narrative:
Additional details were requested from the key market regarding the device being in clinical use at the time the event occurred. It was reported that there was no medical intervention required, and no delay in therapy was required. The patient was moved to a different ventilator. The service engineer (se) reported that the device was started, and the diagnostic mode was selected, and was checked for error codes in the error log. It was reported that the device had a 110a ((post) check vent: proximal pressure sensor auto zero failed). The se diagnosed that the data acquisition board was faulty per the service manual. The se replaced the data acquisition board to resolve the issue, the device was tested (pressure test: set 10cmh2o ipap, pressure test for 10cmh2o ipap; set 20cmh2o ipap, pressure test for 20cmh2o pap; set 30cmh2o ipap, pressure test for 30cmh2o). It was reported that the device was returned to full functionality.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal pressure transducer malfunction. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a proximal pressure transducer malfunction. The customer reported that the device had an alarm for a zero adjustment of the proximal pressure sensor failed. The rse suggested that the data acquisition board be replaced. The investigation is ongoing.